Manufacturer narrative:
The information provided by stryker orthopaedics' clinical affair dept. No additional information is available at this time. Additional f/u information may be obtained by the legal affairs as it becomes available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
A subject enrolled in the trident tritanium acetabular shell revision study (study 61) was determined to have previous implants manufactured by stryker. It was reported that the acetabular shell and liner underwent revision due to aseptic loosening.